Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Manufacturer narrative:
Additional devices implanted and involved in this event: plc181400/14389819 and pla260300/13126185. UDI numbers for the lots are as follows: lot 14496999: (B)(4). Lot 14389819: (B)(4). Lot 13126185: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an 11 cm abdominal aortic aneurysm with a system of gore® excluder® aaa endoprostheses. The patient¿s proximal neck was reportedly short, angulated and heavily calcified, measuring 12 mm in length and greater than 90° of angulation. It was reported the trunk-ipsilateral leg component was positioned and deployed just below the left (lowest) renal artery. Reportedly, intra-operative imaging showed evidence of lack of circumferential device apposition resulting in the device sliding into the aneurysmal sac. The device was reconstrained and an attempt was made to move the device more proximally. It was reported due to the short neck, stents were to be implanted in both renal arteries as part of a snorkel procedure, and the trunk was to be implanted distal to the superior mesenteric artery. However, it was reported, the device would not move more proximally and was deployed just below the left renal artery. Pre-operative imaging had shown the ostium of the left renal artery located approximately 1-5 mm above the aneurysm sac. In an effort to stabilize the trunk-ipsilateral leg component the contralateral gate was cannulated and a contralateral leg component was implanted. It was reported, an aortic extender component was implanted completely within the trunk with no proximal extension to provide additional fixation in the proximal neck. However, all devices were reportedly pulled into the aneurysmal sac. The patient was converted to an open surgical repair. All excluder® devices were explanted, and the vasculature was surgically repaired. The patient tolerated the procedure.